Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 780 mg/dl; cause was not known. Customer had ketones that were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue. Customer was discharged on (B)(6) 2025.